Event description:
Abbott diabetes care received a medwatch report which reported the following information: "I received a shipment of 6 freestyle libre 3 continuous glucose sensors from my insurance company in (B)(6) 2024. Of the five used, two gave readings either 30 points above or below comparison finger stick readings; one fell off within 24 hours; and two were constantly alerting me of low glucose readings when in fact, were sometimes up to 60 points below a blood glucose fingerstick reading. I wore one for only half a day before the alarms were non-stop and the second one seemed to be working fine then after about 9 hours began beeping with low glucose alerts and finally just stopped working. These instances were all reported to abbott, the manufacturer but they only replaced 3 of the sensors and did not appear alarmed by my reports. The first of the 3 replacements worked fine so I believe the six I received from my insurance were all from a bad lot." Adc customer service was able to successfully contact the customer to gain additional details regarding this event. The customer stated the replacements had already been provided and will refer to her heathcare professional (hcp) if issues reoccur. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date of event is unknown. The date in section b3 is the date abbott diabetes care (adc) became aware of the event. The device mfg date is unknown. The date in section h4 is the date abbott diabetes care (adc) became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This is a 2 of 6 MDR submission.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or on-conformances that could have lead to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: "I received a shipment of 6 freestyle libre 3 continuous glucose sensors from my insurance company in november 2024. Of the five used, two gave readings either 30 points above or below comparison finger stick readings; one fell off within 24 hours; and two were constantly alerting me of low glucose readings when in fact, were sometimes up to 60 points below a blood glucose fingerstick reading. I wore one for only half a day before the alarms were non-stop and the second one seemed to be working fine then after about 9 hours began beeping with low glucose alerts and finally just stopped working. These instances were all reported to abbott, the manufacturer but they only replaced 3 of the sensors and did not appear alarmed by my reports. The first of the 3 replacements worked fine so I believe the six I received from my insurance were all from a bad lot." Adc customer service was able to successfully contact the customer to gain additional details regarding this event. The customer stated the replacements had already been provided and will refer to her heathcare professional (hcp) if issues reoccur. Based on the information provided, there was no report of serious injury associated with this event.